Event description:
Due to exposure to latex gloves and/or balloons at school allergic reactions occurred, causing severe migrating costocondritis, asthma, migraines, sob, hives, swelling of nostrils and lips, drop in peak flows, severe intractable migraine, arthritis. Placed in homebound school program, then permanently placed in homebound program since latex will not be removed from high school.